Event description:
Customer reported an issue with the spectrum monitor, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and there were no problems found.